Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable pulse generator (ipg) the patient experienced an occlusion. The right atrial (ra) lead exhibited noise. The physician attempted to add a new ra lead but the patient's left subclavian vein was occluded the lead was reprogrammed off (inactivated). No further patient complications have been reported as a result of this event.